Event description:
Newborn, being treated in the nicu, had intravenous lipids infusing through a venous catheter. IV pump had an error message of occlusion. Umbilical site was flushed and confirmed as patent. Unable to flush intravenous lipids through tubing filter, filter clogged. Tubing filter changed. No harm to the infant. FDA safety report ID # (B)(4).